Event description:
Patient was revised to address poly wear of the patella and bearings.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown; it was reported to have occurred approximately 10 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.